Event description:
Customer's wife reported that the customer had passed away. The blood glucose reading was not known. She reported that on (B)(6), the customer had fallen and suffered a concussion and had low blood glucose. Customer was moved to a nursing home at that time and passed away after several weeks. The last time he wore the insulin pump was (B)(6). The cause of death was listed as alzheimers dementia. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.